Event description:
Boston scientific received information that during a patient follow up, this device displayed the remaining longevity as being 2 years. However, when the patient was last seen seven months ago, the remaining longevity was 3 years. No programming changes had occurred between follow ups. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted for technical assistance.

Manufacturer narrative:
A ts consultant discussed that small changes in amplitudes, percent pacing and threshold changes with the automatic capture being programmed on can all contribute to the changes in the estimated longevity. The ts consultant also discussed that once the device reaches elective replacement indicator (eri), there is three months of remaining longevity. The physician elected to wait until the device reached eri before replacing it. At this time, the device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this product was explanted and replaced due to battery depletion.